Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient¿s medtronic ins was removed due to normal battery depletion. The ins was replaced with a boston scientific ins which was attached to the medtronic components. This was said to have occurred sometime between 2008-2010. About a year later, the patient began experiencing ¿weird symptoms¿, at which point it was determined the leads were damaged. The full system was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.